Manufacturer narrative:
The reagent lot number was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat results for 1 patient on a cobas 6000 e601 module. The patient's baseline result was 13 ng/l. The patient's result at the 1-hour mark was 15 ng/l. At the 2-hour mark, the sample result was 30 ng/l. The result was questioned by the physician as the result wasn't aligned with the previous results. This sample was repeated, and the result was 17 ng/l. The repeated result was believed to be correct. At the 3-hour mark, the patient's result was 17 ng/l.